Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The connector was cracked. In addition, there was noise on the image due to a faulty charge coupled device. A device history review (DHR) was completed, and no issues were identified. The most probable cause of the identified failures is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject camera head had a cracked line at the corner bottom of the video plug. It was unknown when the issue occurred. There was no harm or injury reported.